Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose after the insulin pump was suspended by the paramedics from yesterday¿s low blood glucose incident. Customer stated that she accidently used calories instead of carbs to treat with the bolus wizard. Blood glucose level at the time of the incident was 260 mg/dl. Blood glucose level at the time of the call was 389 mg/dl. Customer has not treated. Customer completed troubleshooting. The insulin pump was not replaced or returned for analysis. The reservoir will not be returning.